Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device had reached eri on (B)(6) 2017, but another remote transmission revealed the device reached eri on (B)(6) 2017. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench as well as programmer printouts were reviewed and no anomalies were found.